Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10 device identifier # (B)(4). Microsensor was received for evaluation: DHR - the unit met all manufacturing quality testing/inspection specifications at the time of distribution failure analysis - received catheter in a drainage tube. There were bends along the material that preventing it from laying straight. Passed water pattern test. Failed final electrical tests and rl was unable to hold pressure. The supplier couldn't repair the unit and were unable to confirm the complaint ort determine the root cause. The rl failure could possibly be attributed to the bends in the catheter body and placement in the drainage tube. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor was leaking liquid 5cm away from the tip during procedure. The event led to 30 minutes surgical delay with no patient consequences. The procedure was completed with a replacement.